Event description:
It was reported that the fluid delivery line was missing from the weinberg 5c arctic sun device and did not know where it went. The device was under a platinum warranty and a new fluid delivery line would be covered.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the fluid delivery line was missing from the weinberg 5c arctic sun device and did not know where it went. The device was under a platinum warranty and a new fluid delivery line would be covered. Per follow up information received via email on 23dec2022, they found a replacement.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue could not be determined. A potential root cause is fluid delivery not included with the unit. However this cannot be confirmed. The device was under a platinum warranty and a new fluid delivery line would be covered. Per additional information received, they found a replacement. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿the arctic sun¿ temperature management system is a thermal regulating system, indicated for monitoring and controlling patient temperature in adult and pediatric patients of all ages. Specifications environmental conditions at operating temperatures higher than 27°c (80.6°f), the refrigeration system¿s cooling capacity and therefore its ability to cool a patient is compromised. If the control module is to be exposed to subfreezing temperatures, perform the total drain process. See section vi. Operation guide¿advanced setup¿total drain for further instructions. Disposal upon end of life, dispose of in accordance with local weee regulations or contact your local bd supplier or distributor to arrange for disposal. Control module the arctic sun¿ temperature management system control module is the main component of the arctic sun¿ temperature management system. It incorporates the system electronics, hydraulics, software, and the touchscreen control panel. The power cord, fluid delivery line, patient temperature in cables, patient temperature out cable and fill tube connect to the rear of the control module. The figure above identifies the main features and component connection sites. Use only bd supplied cables and accessories with arctic sun¿ temperature management system control module. The use of accessories, transducers or cables other than those specified may result in increased electromagnetic compatibility (emc) emissions or decreased immunity of the arctic sun¿ temperature management system control module. Power cord hospital-grade power cords are available with several inlet connector styles to meet national/regional power requirements and wall outlet specifications. Fluid delivery line water flows between the arcticgel¿ pads and control module through the fluid delivery line. Fill tube a fill tube is used to fill the control module water reservoir. Arctic sun cleaning solution arctic sun cleaning solution is added when filling the control module with sterile water. This is done to suppress microorganism growth in the water reservoir and hydraulic circuit. For information regarding safe handling, please refer to https://www.bdttmsolution.com/ for the cleaning solution sds. Patient temperature input cables and probes patient temperature control with the arctic sun¿ temperature management system requires patient temperature feedback provided by an indwelling patient temperature probe connected to the control module via the temp in 1 and temp in 2 inputs. Any commercially available yellow springs instrument 400 series (ysi 400) compatible patient temperature probe can be connected to the arctic sun¿ temperature management system. The arctic sun¿ temperature management system temperature cables are available with several connector styles (e.g. Phillips, ge, rusch, bard, nellcor) for compatibility with various manufacturers¿ temperature probes. Select the patient temperature cable with the correct connector style for your chosen temperature probe. Figure IV-2. Temperature input cables a temperature cable and probe connected to the temp in 1 connector provides the patient temperature feedback required for automatic patient temperature control. A second patient temperature probe and cable are recommended to be connected into the temp in 2 connector. Temp in 2 is used to provide monitoring from a second patient site for increased patient safety when patient temperature is not continuously monitored by a second device. Note: patient temperature is not controlled from the temp in 2 connector. It is for patient temperature monitoring only. Patient temperature output cables the arctic sun¿ temperature management system control module has the capability to output the current temp in 1 reading to a ysi 400 compatible hospital monitor. The arctic sun¿ temperature management system temperature output cables are available with several connector styles (e.g. Phillips, ge, rusch, bard, nellcor) for compatibility with the various hospital monitor input cables. Select the patient temperature cable with the correct connector style for your hospital monitor. Note: the temperatures displayed on the arctic sun¿ temperature management system control panel and the hospital monitor represents the same probe reading but may not be identical due to calibration differences between the control module and the monitor.¿ h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.